Event description:
It was reported that when using bd vacutainer® sst¿ii advance, there was inadequate blood draw volume in 5 devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1 - initial report phone # (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd received 1 photo for investigation. Evaluation of the photo indicates underfill. Additionally, 20 retained samples were subjected to functional tests, and it was determined that all 20 samples drew within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode underfill. No definitive root cause could be established for the reported defect. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using bd vacutainer® sst¿ii advance, there was inadequate blood draw volume in 5 devices. No adverse impact was reported regarding the patient or user.